Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A site representative reported that they inadvertently ran over the mobile view station (mvs) umbilical cable. Issue did not occur clinically. They attempted to boot the imaging system and the pendent remained unresponsive in 'system booting, please wait'. They also said that a critical battery error message was received. Requested repair of the cable. There was no patient present when this issue was identified. Field system engineer visited the site and replaced the cable which resolved the issue. No further issues were reported. Analysis of the returned cable could not confirm any failure as it passed bench testing without issues. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service. (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A site representative reported that they inadvertently ran over the mobile view station (mvs) umbilical cable. Issue did not occur clinically. They attempted to boot the imaging system and the pendent remained unresponsive in 'system booting, please wait'. They also said that a critical battery error message was received. Requested repair of the cable. There was no patient present when this issue was identified.